Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion set and cartridge and resumed insulin, resolving the issue. No additional assistance was deemed necessary, and the case was closed.